Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a peripheral stenting treatment procedure, a stent fracture occurred. The target lesion was in the left subclavian artery. An express-biliary ld pmtd 8.0x40x135 cm stent was implanted to treat the target lesion. Approx 1 month later, it was discovered a full displacement fracture had occurred. Probable additional intervention with the possible placement of an unspecified covered stent was scheduled to take place in the next 2 weeks. The pt's current condition is listed as "stable". Despite repeated requests for additional clinical info, no additional info has been received.